Event description:
Patient underwent left eye cataract surgery and intraocular lens (iol) implant in 2003, without any complications during surgery. Patient's medical history included cataract surgery and intraocular lens implant on left eye and retinal sprain on right eye in 2002 treated with laser. Shortly after surgery patient complained that they did not see completely clear, that they saw cloudy. The lens had a veil and it was not completely clear. Also, reported that the lens did not have acummulations, but was slightly turbid, and that the posterior capsule was not opaque. At the time of this report the patient did not recover, but ophthalmologist was not considering lens explantation.